Manufacturer narrative:
The manufacturing location for this product is bawal, india. This site is not registered with the FDA. (B)(4). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit ii¿ syringe with needle leaked blood between the barrel and plunger while drawing it up. This occurred with 10 syringes. The following information was provided by the initial reporter: "while drawing blood with discardit 5ml 22g needle there were leakage between barrel and plunger because of that blood spilled out from back of syringe. It has happened in 8 to 10 syringes."

Event description:
It was reported that the bd discardit ii¿ syringe with needle leaked blood between the barrel and plunger while drawing it up. This occurred with 10 syringes. The following information was provided by the initial reporter: "while drawing blood with discardit 5ml 22g needle there were leakage between barrel and plunger because of that blood spilled out from back of syringe. It has happened in 8 to 10 syringes."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer. Investigation summary: 4 samples and 3 photos were received for evaluation. A quality engineer was able to review the pictures and sample and inspect the returned samples for the reported issue of leakage from lot#: 2229563, cat#: 301285. The investigating team has also used the retention samples of lot#: 2229563, cat#: 301285 for investigating the reported defect. The investigation and simulation were carried out on 2 retention samples where the investigating team has visually tested the samples for leakage and no leakage was found in the 2 retention samples. The original contaminated sample was used to investigate the complaint of leakage. The investigation and simulation were carried out on customer returned samples where the investigating team has tested the samples for leakage and leakage was found in the customer returned samples.